Event description:
Patient had a zenith device implanted in 2006. One year follow-up noted a distal type I endoleak. Patient was admitted for a secondary intervention one month later, during this intervention, the left internal iliac was embolized with coils and a tfle-12-105 and tfle-16-54 were placed on the ipsilateral side to resolve the leak. Final angiogram noted a seal of the leak. It should be noted that the patient had an aneurysmal left iliac that was noted to have increased in size at the time of the one year follow-up.

Manufacturer narrative:
Evaluation: the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. A clinical evaluation of this event found that it was caused due to incorrect planning and sizing of the graft pertaining to the placement of the device in the patient.